Event description:
It was originally reported that the patient experienced intermittent withdrawal with periodic pruritus and spasms. It was later reported that the patient went through withdrawal when switching from 2000 mcg/ml of baclofen to 500 mcg/ml in march 2011. The patient was going to try 1000 mcg/ml of compounded baclofen. Additional information has been requested.

Manufacturer narrative:
Catheter: model 8709sc, (B)(4), implanted: (B)(6) 2008, explanted: na.